Event description:
It was reported that patient presented to emergency room. The patient's pacemaker (pm) was found in back up mode. The pm was reprogrammed to nominal setting. The patient was stable throughout the procedure.